Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider responding to a follow up letter sent. The health care provider reported that the implant has not been removed/explanted. Health care provider is unaware if patient's issue(s) have been resolved. The patient still has device implanted and patient's weight at time of event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was able to get the patient's ins of overdischarge, but the battery is not recharging. It was reviewed the potential for the implant to have been damaged, since the patient hasn't recharged for 3 years. It was also recommended to use another recharger to make sure, otherwise if the ins is still not recharging then the rep will have to determine when to abandon. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's overdischarge had not been resolved as they had not been seen since (B)(6) 2018. The ins remains implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the implantable neurostimulator (ins) not recharging was due to the device being in an over-discharged state. Multiple physician recharge modes were attempted in order to resolve the issue. At the time of the report, it was noted that the issue was not resolved. A power on reset (por) message was unable to be cleared. The patient will contact the manufacturer representative (rep) to schedule a time to return to the clinic to further attempt physician recharge mode and clear the pro. As reported, if the por is unable to be cleared, the physician and the patient will decide whether to replace or remove the implantable neurostimulator (ins). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial (B)(4), product type: programmer, patient. Product ID: 97754, serial (B)(4), product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for degen disc disease/herniated disc pain and spinal pain. Information was reported that the patient stated he needs to have a MRI and he couldn't have one because the controller doesn't work. The patient stated the MRI tech called yesterday into technical services and was told that the patient needs to access MRI mode however he can't because the patient programmer isn't working. The caller was asked if he has maintained his battery charge even though he isn't using therapy and the patient stated he doesn't remember the last time he charged the ins. The agent tried to explain to the patient that the controller is most likely not the issue, that his ins is probably in overdischarge and he will need a jump start. The call eventually ended up being disconnected, but the reason for the call appears to be because the patient needs to have a MRI done and cannot access MRI mode. The rep later called the patient and the patient stated his programmer and recharger are not functioning and he was unable to get a MRI scan. The rep offered to meet the patient at the MRI center to confirm off status or schedule a visit at the doctor's office to perform power on rest (por). The patient did not want to meet with the rep. The rep spent 30 minutes discussing options for MRI and por to restore therapy. The patient stated he is not aware of the ins being on or how long it has been off or if it is off. No further complications were reported. No additional patient symptoms were reported. Additional information received from the representative. It was reported that the MRI was for a cervical scan and not related to their device. The patient was refusing to let anyone interrogate their unit and the hospital said they wouldn't scan them unless their system was confirmed to be off. The battery hadn't been operational for months and this told the representative that it was discharged. When trying to interrogate he device the representative received a "telemetry failure" message. Additional information was received from the manufacturing representative (rep). It was reported that the patient had not charged device. He did not want his device. The reading confirmed that the battery was overdischarge. It was confirmed that the device was in overdischarge. The discharge and telemetry issue has not been resolved. Information was confirmed by physician/ account. No patient symptoms or complications were reported in this event. Additional follow-up with the rep reported that the patient planned to leave the device in an over discharge state at this time and the rep presumed that the device would be explanted at some point in the future, but this has not been confirmed at the time of this report. There were no further complication reported or anticipated. Additional information was received regarding the patient's overdischarge. It was noted they had their device in their back for 2 ye ars and had not been using it. The patient (pt) said they had an appointment scheduled on (B)(6) 2018 to "just start the device". Pt reiterated the previous MRI call info, noting that the MRI tech would not perform the scan because they could not put the implant (ins) into MRI safe mode. The MRI tech told the pt that he could be "shocked and die immediately" if the ins is not turned off in MRI mode. The pt refused to cooperate over the phone with providing information, but eventually stated that the recharger got hot if they tried to use it starting (B)(6) 2018. They also noted for "more than 2.5 years" the recharger wouldn¿t charge from the desktop charger, and when plugged in the screen remained blank and the green light didn't come on. Per the patient they needed a new recharger and programmer because they were not powering up and were not working for more than 2 years. They then stated they wanted all new equipment, but became escalated again when questioned about the devices. Per the patient their desktop charger and ac cord, belt, and antenna were damaged and defective, and so needed to be replaced. No out of box failure was reported. It was reviewed that replacing their equipment would not necessarily resolve the issue since their device was in likely overdischarge. A replacement recharger, desktop charger, programmer, ac power cord, and programmer antenna were sent to the patient. No further complications were reported or anticipated. Additional information was reported from the patient that they were at the ER and were going to have the device taken out. It was reported from the manufacturer representative (rep) that they had spoken with an health care provider (hcp), who suggested it may be best to explant the device. No further complications were reported or anticipated.